Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s husband reported an "occlusion" alert while using a contact detach infusion set. He disconnected the tubing, refilled it until insulin drops were visible, and successfully resumed insulin delivery. The highest blood glucose (bg) recorded was 228 mg/dl. Bg was corrected as the pump resumed insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.